Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the anchor sleeve was returned on the lead, no anomalies found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and was capturing the atrium. The lead was programmed off, then later explanted and replaced. It was noted, at time of lead replacement, that the suture sleeve was loose.. No patient complications have been reported as a result of this event.